Manufacturer narrative:
The contribution of the device to the reported event could not be determined the retrieved portion of the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair procedure, after placing the implant in the prepared socket, the ar-1927bcf-3 biocomposite corkscrew broke leaving only the tip of the anchor in the bone. The rep stated that the remainder of the anchor was fully removed. The rep stated that the tip of the anchor was secure in the bone and the surgeon felt it was viable and secure enough to complete the repair. The ar-1922p was used to prep the bone socket.

Manufacturer narrative:
Complaint confirmed. Evaluation shows the anchor was not returned and the driver met specifications. The most likely cause is improper bone preparation.